Event description:
The facility's biomedical engineer reported an infusion pump with an 812:00 failure code. Which was observed during biomed testing. Medication was not being infused. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested by baxter customer service but details were not available regarding tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.